Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.